Event description:
When the box was opened, the product that was in the box was not the correct product. Update: (B)(6) 2013 - the complaint is being changed from MDR-no to MDR-yes because the problem of the package containing the wrong product has been confirmed.

Manufacturer narrative:
Review of supplied photographs suggests incorrect packaged products; however, the investigation did not find any evidence the product was manufactured or distributed with an incorrect product enclosed in the packaging. The investigation could not confirm or draw any conclusions about the root cause of the reported event. No evidence was found of product error as a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.